Event description:
A customer reported that a knife was deemed to be dull during a surgery. There was no impact to the pt. Additional info has been requested.

Manufacturer narrative:
A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).